Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed. It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise both with and without patient isometrics. A revision procedure was performed to revise the lead. An attempt was made to remove the lead from the patient's device; however, the lead was stuck and the physician noted that the terminal pin was not fully past the setscrew in the header. The lead was explanted and replaced. No additional adverse patient effects were reported.